Manufacturer narrative:
A1: patient identifier: requested, not provded. A2: age & date of birth: requested, not provided . A3a: sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rcis. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a device pullout. The exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the event occurred in the cardiac cath lab. A 7fr sheath access was in the right groin. The sheath was exchanged for the angio-seal sheath at the end of the procedure. On deployment of the angio-seal device, the anchor never exited the tip of the sheath. When the device was drawn back, all pieces came out of the access and manual pressure was held to gain hemostasis. There was no blood loss. On (B)(6) 2025: it was confirmed that the anchor and collagen in its entirety were still housed within the angio-seal sheath.